Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. The customer was assisted by technical support in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Consequently, a replacement pump was arranged for the customer, as the original was still under warranty. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy.